Event description:
Boston scientific received information that the right ventricular (rv) lead displayed an unspecified and out of range shock impedance measurement. All subsequent impedance measurements have been within acceptable limits. No testing was scheduled and the patient continued with regular monitoring. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was performed and the associated rv lead was removed from service and replaced.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional details were received stating a red alert was generated for this system due to a shocking lead impedance measurement greater than 200 ohms. A boston scientific technical services consultant discussed the clinical observation with the caller and suggested further evaluation. Efforts were unsuccessful to obtain additional product issue details. This product issue will be re-evaluated if additional information is received.